Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample from lot number a2500128 was submitted to the manufacturer for evaluation. An attempt was made to decontaminate the returned sample but was unsuccessful. The blood clots and dried blood were unable to be cleared for testing. Visual inspection was performed under the hood with passing results. Luer taper testing was also performed with passing results. Due to the contamination, leakage was not able to be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While the returned sample was unable to be fully tested, air in line is a known issue. The reported event is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Unannounced sample received from shipping documents provided for complaint (B)(4). As reported by the user facility for complaint pir (B)(4). Air bubbles in the line and unable to return the patient's blood. Happened to 1 patient last night. The charge nurse had checked all the connections before treatment started.